Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device interrogation prior to routine generator change. It was discovered that the right ventricular lead exhibiting high capture threshold. The lead was capped and replaced on 10 nov 2020. The patient was in stable condition.